Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net transmission. Upon review, the pacemaker exhibited event queue overflow which resulted in backup vvi. A cybersecurity upgrade was performed and the device was restored to default settings. The patient was in stable condition.